Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported via the company representative (rep) that there was a lead issue. High impedance was found in all four poles of the lead. Symptoms returned. The patient experienced no paresthesia in the pain area. It was further stated that impedances during this year were raising and finally were so high that no paresthesia was felt by the patient. It was noted that the lead had been working properly since it was implanted. Intervention was required. First to verify the pocket adaptor was working properly, it was swapped and impedances were high. Next step was to verify the medial connection. The lead was measured directly and the impedances were high too. So finally it was concluded the issue was directly on the lead. The doctor decided to change the lead and implanted a new lead. The doctor also decided to implant a new implantable neurostimulator (ins). The issue was resolved at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Updated as information regarding the lead model number was received. Analysis found all circuits were broken. The #0 conductor was broken 1.6 cm from the proximal end at the weld site, three unknown conductors were broken 6.4 cm from the proximal end, and one unknown conductor was broken 6.7 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The rep further reported that the lead malfunctioned. When the ins was originally implanted a new pocket adaptor was added to connect the lead to the ins. Impedances were okay, lightly high (1800-2000 ohms) but the physician decided to implant the device without replacing the lead. It was further clarified that when the doctor went to replace the lead, she took advantage and replaced the ins too.